Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent removal of a broken 2.4mm locking compression plate straight wrist plate due to non-compliant patient. The plate was removed without complications. There was no additional hardware was put in. The patient¿s distal radius appeared to be healed. The patients broken plate was removed, but they did not need revision surgery. There was no patient consequence. Concomitant device reported: unknown screws: trauma (part # unknown, lot # unknown, quantity# unknown). This complaint involves one (1) device. This is 1 of 1 for report (B)(4).